Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that the adc device detached prematurely. As a result, the customer received third-party medical treatment of insulin, glucagon, and/or other medication for treatment. No further information was provided. Attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Section h4 (device mfg date) was updated based on extended investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that the adc device detached prematurely. As a result, the customer received third-party medical treatment of insulin, glucagon, and/or other medication for treatment. No further information was provided. Attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.